Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging call service alarm issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/04/2016 device evaluation: the device has been returned and evaluated by product analysis on 12/15/2015 with the following findings: a call service 69 alarm was reproduced during the rewind step. The failure is defined as a language file corruption while retrieving the language text. The failure was written as a call service 87 failure in the pump's black box. The error is resident to a flash chip in the pump.